Manufacturer narrative:
Evaluation of the returned product found more significant damage than was originally reported. One catheter was received with an attached monoject limited volume syringe. Examination revealed that the balloon appeared to have ruptured in the central area of the balloon. The latex was removed to determine if latex was missing and there appeared to a section 0.105" long and 0.045" wide missing from the balloon and was not returned. The latex also appeared to have crazing (deterioration) over most of the latex surface. Balloon deterioration may be caused by age, excessive exposure to light, atmosphere or ozone. All through lumens were patent without any leakage or occlusion. There was no damage observed from the syringe when examined. The complaint was confirmed; however, there are no indications that this is related to the manufacturing process. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. As per the product IFU, to avoid rupturing the balloon, the balloon should not be inflated more than the recommended volume of 1.5ml. No other actions will be taken at this time.

Event description:
It was reported that the balloon did not inflate. There were no patient complications reported.